Event description:
It was reported that the patient underwent a "left-sided tlif at "l4-5 and l5-l6 with extra difficulty; pedicle instrumentation at l4, l5 [and] l6 bilaterally; cage instrumentation at l4-l5 [and] l5-l6; and posterior spinal fusion at l4, l5 [and] l6" using rhbmp-2/acs. Reportedly, sometime post-operatively, imaging studies showed that the patient developed uncontrolled bone growth and nerve compression at or near the implant site. The patient experiences pain and radiculitis.

Event description:
It was reported that on (B)(6) 2009 the patient underwent intraoperative biplane fluoroscopy. Intraoperative local harvesting bone autologous bone. Left-sided transforaminal lumbar interbody fusion l4-5, l5-6 with extra difficulty. Pedicle instrumentation l4, l5, l6 bilateral. Cage instrumentation l4-5, l5-6. Posterior spinal fusion l4, l5, l6. Preoperative diagnosis: herniated nucleus pulposus, spinal stenosis, foraminal stenosis, degenerative joint and disc disease of l4-5 and l5-6 intervertebral segmental instability, l4-5, l5-6, then spinal curve, gait disturbance, lumbar myelopathy, lumbar radiculopathy, osteoarthritis, recurrent herniated disc l4-5, l5-6. Status post previous laminectomy and discectomy l4-5 and l5-6. Per-op notes: "then, screws were inserted in the right l4-5 and l6 pedicles, followed by an additional incision on the right side, through which a peek rod was inserted and locked distally. Now when the nucleus pulposus resection was complete at l4-5 and l5-6, irrigation copiously was performed at after decortication of the endplates, and in the anterior aspect of each disc was inserted a bone morphogenic protein and cancellous protein and cancellous autologous bone, and then followed by a peek implant filled with patient's cancellous autologous bone only at each level. Then distraction traction was removed, compression and locking on the right side screw/rod construct was achieved. Patient alleges stenosis and joint disorder due to the use of rhbmp-2.

Manufacturer narrative:
Brand name: pedicle and cage instrumentation (implant: (B)(6) 2009). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.